Event description:
Customer was hospitalized for dka. Customers stated that she only uses a very small portion of her abdomen to rotate sites and has had frequent no delivery alarms. Troubleshooting was done and pump passed the prime test. Customer was introduced to call back to run the high pressure test as she did not have the tubing clamp during the call.